Event description:
It was reported that approximately one year post port placement, the patient allegedly experienced skin ulcer. It was further reported that the catheter allegedly had a crack. Reportedly catheter was removed and then port body was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately ten months post port placement, the patient allegedly experienced skin ulcer. It was further reported that the catheter allegedly had a crack. Reportedly catheter was removed and then port body was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and the identified wear and deformation issues, as a partial circumferential break was noted on the attached catheter approximately 5.1cm from the distal end of the cath-lock. The surface of the partial circumferential break on the catheter was noted to be round in one region and granular in the other region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.